Event description:
Two endeavor sprint rx stents were implanted, overlapping, at the proximal lad (MFR report # 2953200-2009-01874). On the same day as stent implant probable acute stent thrombosis is reported to have occurred, due to enzyme rise and st elevation in the territory of the implanted stent. A suspected mi is reported to have occurred within 48h post index or re-pci procedure (peri-procedure), in territory of implanted stent. ECG available, but q-wave or non q-wave could not be determined. Patient was asymptomatic at 30 day follow-up and 6 month follow-up. Approximately 7 months post index procedure a revascularization of the mid lad was performed due to positive history/recurrent angina pectoris presumably related to the target vessel. One other brand stent was implanted during revascularization procedure. Investigator classified lesion as restenosis after previous ptca. Investigator states that it is not assessable if event was related to study stent and that event was not related to study procedure.

Manufacturer narrative:
Secondary intervention - revascularization. Thrombosis, mi, tvr.